Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for incorrect packaging and label information missing due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/ incorrect packaging and label information missing) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for incorrect packaging and label information missing due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe was missing label information. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that a consumer called to complain about the color of the packaging being changed from yellow to red without notification. Also, the new packaging leaves out the word "short that was highlighted in yellow." I received a phone call from a consumer who had a complaint regarding bd insulin syringes. The color of the packaging changed from yellow to red without notification he said. Also, the new packaging leaves out the word "short that was highlighted in yellow." He mentioned that he is partially blind and it was difficult for him to discern if they were the correct syringes. He wanted to notify bd that this change "could cause a lot of headaches" for consumers like him and that he was not notified of this change.